Event description:
Ipsilateral iliac leg graft landed short of the desired landing zone. The physician wanted more coverage in the ectatic vessel and elected to deploy a main body extension of the same diameter distal to the leg graft in order to obtain a better seal while also preserving hypogastric patency. Final angiogram noted a seal of the aneurysm and no visible signs of an endoleak.